Event description:
The entire left common iliac artery was aneurysmal up to the bifurcation of the internal iliac artery. Physician planned to occlude the internal iliac artery and land the graft in the external iliac. The distal landing zone of the left graft was noted to be one centimeter. As a precautionary measure in case of a future shrinkage of the aneurysm might cause the graft to raise above the bifurcation of the internal iliac artery, an iliac leg graft was deployed distally. The add'l extension was deployed with a one and a half stent overlap into the iliac leg, landing one and a half stent bodies in the native vessel. As a result, the additional length provided a long term solution for the potential remolding of either the vessel or the aneurysm. No endoleaks were viewed at the completion angiogram.